Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. Our experts investigated the complained issue. It was stated that a patient had developed a tinnitus after the mr examination. The customer stated that they had used a philips headphone with (unknown) snr (single number rating) and ear plugs with an snr of 36 db. The system owner manual magnetom skyra/skyrafit (print no. M7-03002.629.10.02.02) states that the a-evaluated, effective sound pressure level was measured according to nema ms 4-2006 (national electrical manufacturers association) using the maximum gradient acoustic noise (mgan) method and that patients require hearing protection with an snr of 30 db or more. Thus, the hearing protection provided to the patient was sufficient. Furthermore, the noise of the tse protocol used is significantly lower than that maximum technical sequence. Therefore, although the characteristics and noise attenuation of the head phones used is unknown (as ist is a philips product), the acoustic noise at the ear of the patient during that examination must have been far below 99db(a), which is considered the start of the potentially critical noise region by authorities. No correlation between the patient's tinnitus and the noise during the mr examination could be identified (furthermore, tinnitus can be caused by many different factors). No further actions are to be taken as there is no negative awareness regarding the quality and performance of the system.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom skyra system. It was reported that a patient developed tinnitus after the mr examination. The customer stated that the patient had been wearing earplugs and headphones. If the ear plugs recommended in the user manual were used during examination, the patient's tinnitus is most likely not connected to the noise development of the mr system. The patient's current health status and if the tinnitus still persists is unknown at this time. Siemens has requested additional information in order to conduct an investigation of the reported event.